Event description:
On (B)(6) 2012, I had several hernias repaired and a complete abdominal wall reconstruction. A small section of the wound by the breast plate would not heal. Upon seeing my surgeon again today, I was informed that part of my mesh has crystalized and would need another surgery for it to be chiseled out. It is causing a great deal of pain and making breathing difficult. Unfortunately, my insurance expires on (B)(6) and will not receive new insurance until (B)(6). I was informed should it get life threatening measures will be taken even if I have no insurance.